Event description:
The nurse was inserting the needle to start a pt's IV and when she tried to advance the catheter to extract the needle, both came undone from the larger device. There were no pt complications due to the incident.

Manufacturer narrative:
Results: one used unit was received for evaluation. Our quality engineer microscopically inspected the returned unit and confirmed that the needle had pulled out of the hub. Glue was observed in the glue will, however, the adhesive was a white, opaque color, indicating an incomplete curing of the adhesive. Conclusion: this type of incident is mfg related and occurred due to a power failure during the time when the units were in the uv oven. This power failure caused the incomplete curing observed. The software on the mfg machinery was updated to automatically reject units that are in the uv oven when the power supply faults or if the units are in a 'not ready' status. (B)(4).